Event description:
It was reported that the patient was having difficulty communicating ipg to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.